Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that there was an air detected in cassette alarm during a pause in treatment. The patient reconnected and called tech services and was requested to cancel treatment. The patient reported that after cancelling treatment, there was fluid found inside the cassette door of the cycler in the pump module area and on the exterior of the cassette. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). Upon follow up, the patient verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event the patient received the replacement cycler the next day and is continuing with peritoneal dialysis on the new cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that there was an air detected in cassette alarm during a pause in treatment. The patient reconnected and called tech services and was requested to cancel treatment. The patient reported that after cancelling treatment, there was fluid found inside the cassette door of the cycler in the pump module area and on the exterior of the cassette. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). Upon follow up, the patient verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event the patient received the replacement cycler the next day and is continuing with peritoneal dialysis on the new cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.